Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient who was receiving morphine at an unknown concentration and dosage. It was reported that the patient complained of a rash since the pump was implanted. There were no environmental/external/patient factors reported that may have led or contributed to the issue. The drug was taken out, and saline was put in the pump. The pump was explanted. The issue was not resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the rash was not determined. A possible medication allergy was noted. The facility discarded the explanted device. No further complications were reported.